Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder remained activated and overheated. The c-ring and plastic melted and broke inside the pt. The c-ring was retrieved. The procedure was stopped, and another method was used to complete the procedure. The procedure was a vascular bypass and the conduit was ruined due to procedure, so procedure was abandoned and pt received a synthetic "pro-paten" graft instead of using the saphenous vein graft. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
Method: the device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).